Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 12/11/2019. Belt 07/24/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away in a nursing facility while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received three inappropriate treatments in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. Per the continuous ECG recording, the device was started up at 20:01:44 on (B)(6) 2021. An arrhythmia was detected while the patient was in af at 120 bpm with motion artifact. The patient received the first inappropriate treatment at 04:46:38 on (B)(6) 2021. The patient's rhythm at the time of treatment was af at 120 bpm with motion artifact. The patient's post-shock rhythm was a sinus rhythm at 70 bpm. The patient was in sinus bradycardia at 50 bpm at 17:33:57 when their rhythm degraded to asystole. The patient received the second inappropriate treatment at 17:42:57. The patient's rhythm at the time of treatment was asystole and the post-shock rhythm was asystole with CPR/motion artifact. The patient's rhythm was then obscured by CPR/motion artifact. The patient received the third inappropriate treatment at 17:43:33. The patient's rhythm at the time of treatment was obscured by CPR/motion artifact and the patient's post-shock rhythm was asystole with CPR/motion artifact. The lifevest declared a non-treatable rhythm at 17:44:30. The electrode belt was disconnected at 17:48:35. It was not reported who disconnected the electrode belt.